Event description:
Reporter indicated that the patient had a mammogram performed, during which the generator stopped working properly. No specifics could be obtained as to what was wrong with the generator, and all attempts to obtain more information from the patient's physicians have been unsuccessful to date.